Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4024-58 lead, implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that during follow up visit, it was observed that the ventricular lead impedance had been gradually decreasing, and polarity was also switched. The device mode at implant was ddd, however, due to patient chronic atrial fibrillation (caf) condition, the device mode was changed to vvi. It was also reported that ventricular lead coating damage occurred and there was a possibility of current leak. A ventricular lead revision procedure was scheduled. Approximately, three days later during the revision procedure the ventricular was replaced. In addition, the atrial lead encountered low impedance. However, due to patient caf no atrial lead revision was performed, and the lead remains in use. No patient complications have been reported as a result of this event.